Event description:
It was reported that the patients ipg was not holding a charge, would not fully charge and randomly shuts off. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.